Manufacturer narrative:
Visual examination of the returned x-15 torque driver found the tip was broken off at the base of the flutes and missing. Rep confirmed the tip was retrieved and discarded. Review of the lot history records (gb0408) found a lot quantity of 45 was released to stock in (B)(4) 2009 with no discrepancies. Even though the root cause cannot be positively determined for the x-15 torque driver, the conclusions from the h/h connector tightener suggest that the inner set screw was over tightened because the outer nut driver was delivering higher torque than necessary. The additional torque may have increased the thread friction of the inner set screw and outer nut allowing the inner set screw to rotate in a clock wise direction simultaneously as the outer nut was rotated. An over tightened inner set screw may have required a larger torque for removal and could have potentially led to the failure of the x-15 torque driver. Regarding the h/h connector tightener: the torque results for the driver returned from surgery were not acceptable. We deemed the pitting and corrosion on the ratchet mechanism, over time, caused increased friction. This resulted in a higher torque being applied by the driver.

Event description:
Contact reported during a revision surgery the tip of the x-15 torque driver broke off in the hex of a screw. The screw was removed and a new screw and set screw were re-implanted. There was no adverse consequence to the patient.